Manufacturer narrative:
No product has been received to date so an examination cannot be performed. No root cause determination can be made.

Event description:
It was reported: the surgeon decided to remove a 2.0mm lag screw that he had implanted moments earlier. While backing it out, the lag screw broke near the middle (seemingly right where the threads on the screw began). Because of the limited amount of space and the inability to get the entire broken screw out, the surgeon had less space to place screws to achieve his desired outcome.